Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and a broken thermocool smarttouch sf catheter issue was observed. It was reported that the operation, the thermocool smarttouch sf catheter could not advance in the outer sheath due to the impediment. The thermocool smarttouch sf catheter was found broken. The second vizigo and catheter were used to complete the operation. There was no report on adverse event on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.